Event description:
During a pta treatment prcedure for stenosis of the right brachiocephalic vein, the balloon ruptured and partially separated from the catheter. The physician placed a 7 fr sheath into the left external iliac vein via the left groin. A 5 fr catehter was then advanced over a guidewire though the sheath into the right subclavian where moderate to severe stenosis of the right brachiocephalic vein was noted. Venoplasty of the right brachiocephalic vein was performed. Following multiple dilation's repeat venographic examination showed mild to moderate residual stenosis of the brachiocophalic vein with recoiling of the fibrous band of the site of stenosis near its junction with the stent in the superior vena cava. An attempt to dilate (unknown atm) the stenotic segment further caused rupture of the balloon. The catheter and balloon were removed from the superior vena cava and right brachiocephalic vein under fluoroscopic guidance up to the left external iliac vein. Due to the rupture of the balloon, the catheter came out with difficulty along the 7 fr sheath and guidewire. The broke catheter was removed, however, part of the balloon fragment appeared to remain in the soft tissues of the left groin, which could not be easily retrieved. Repeat venographic exam of the right brachiocephalic vein and svc showed no evidence of broken fragment. The left external and common iliac vein were also examined and found to the patent. A pa chest xray, left groin ultrasound and echocardiogram did not reveal any evidence of retained balloon material. The patient was admitted to the hosptial overnight for observation and was discharged without further complaints the following day. It is though that the balloon may have become snagged on the stent causing it to rupture. The stent in the scv is patent. The patient noted improvement in symptoms and is rpeorted to be doing fine following this procedure.